Manufacturer narrative:
Concomitant product: product ID 8709, lot# j10962r43, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was explanted on 2014-(B)(6) due to a pump malfunction. It was noted that the device was to be replaced with another product from the same manufacturer. The patient reportedly recovered without sequelae and sustained no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported patient symptoms included increased pain. The stall never recovered. The health care provider was about to do a dye study but the pump was alarming so the device manufacturer was called in to read the logs when the motor stall without recovery was noted. Since the replacement, the patient was doing fine and receiving adequate therapy. No further information was provided.

Event description:
It was reported that telemetry confirmed a critical alarm due to motor stall. The patient reportedly heard the alarm the night before day of report and could not sleep because of it. The event logs noted that a motor stall occurred (B)(6) 2014 at 23:27 with no recovery. The patient was not exposed to an MRI or magnets. The patient reportedly was getting nauseated. The last pump refilled was reportedly (B)(6) 2014. There was another motor stall noted in the logs on (B)(6) 2014 at 12:54 and a recovery noted on the same day at 14:21 but that was reportedly due to an MRI. The pump was being used to deliver intrathecal morphine, clonidine, and bupivacaine. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Analysis of the pump found a significant gear train anomaly due to corrosion and/or wear and/or lubrication causing a stall due to shaft bearing.